Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that the device recorded bd error due to magnetic exposures. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a bd fault code was alerted via remote monitoring. A download of the device data was performed and analysis identified the device had recorded a large number of magnet detections. The detections and resultant beeping were the cause of the bd error. It was communicated to the caller that the error can be reset. Recommendations were made to inquiry if the patient has underwent any procedures with the use of a magnet and to troubleshoot the patient environment for potential magnets. No adverse patient effects were reported.